Event description:
It was reported that the customer received an incomplete temp rate alert. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer drank water to address bg. Tandem technical support educated the customer on the alert and ensuring to complete the process.